Event description:
The pt was incoherent and their family member performed a blood glucose test using the suspect device. The result was 69mg/dl. Pt's family member felt that their behavior did not match this result so pt called the paramedics. The paramedics arrived and about thirty minutes later they performed a blood glucose test on their meter and the result was 27mg/dl. They also drew blood for a lab test. The lab result was 24mg/dl. Pt was given a glucose IV and taken to the hosp.